Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said both their ins and controller battery died because they were in the hospital and it died. Pt was able to get them charged but now they got the message settings not available. Pt said if they hit group a program 1 they could see stimulation was turned on with an intensity of 2.0, if the pt tried to increase stimulation they got settings not available. During call when asked if pt had any recent falls or traumas the pt said they had. Pt noted they have had MRI and CT scans and everything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) provided pt national answering phone number and ps also emailed local manufacturer representative (rep). Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient and interrogated the device. Impedance check showed electrodes 8 through 14 were red and over 40k. Patient did recently have pet scan recently for their cancer but also reported a fall. The issue did not happen until the pet scan. Rep programmed around the patients damaged electrodes to optimize coverage. Issue is resolved at this time. Patients weight was asked but is unknown as they recently lost a bunch of weight due to the chemotherapy. Information has been confirmed with the physician. Rep does not have other information at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.